Event description:
It was reported that this implantable lead was an attempted implant due to sensing issues. The lead was tested with pacing system analyzer (psa) but also failed to sense. Subsequently, this lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Additional information provided from the field indicated that the device has not been able to be returned for analysis; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable lead was an attempted implant due to sensing issues. The lead was tested with pacing system analyzer (psa) but also failed to sense. Subsequently, this lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable lead was an attempted implant due to sensing issues. The lead was tested with pacing system analyzer (psa) but also failed to sense. Subsequently, this lead was explanted and replaced. No adverse patient effects were reported.